Event description:
Customer reports taking novorapid based on result of 23.3 mmol/l obtained on the mobile system. Customer states she immediately felt hypoglycemic and self-treated with "lollies." Within 5 minutes of the mobile result, customer tested 5.5 mmol/l on her performa nano system. The following day customer tested 27.1 mmol/l on the mobile system, and 9.5 mmol/l on the performa nano system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278113, expiration date 06/30/2013). (B)(4).